Manufacturer narrative:
The reducer accessory will not be returned for evaluation because it was disposed of by the site. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by the rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece of the reducer accessory fell inside the patient and was retrieved during the same procedure. The cause of the piece falling inside the patient is unknown, and the product was not available for analysis. While there was no report of any patient harm, adverse outcome or injury, if this event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, part of the reducer fell inside the patient. It was noted that the surgeon was able to retrieve the fragment. According to the reporter, the fragment would be returned for analysis. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr), who was present for the case, and obtained the following additional information on 13-july-2021: the csr confirmed they were present during the vats procedure and that part of a reducer had fallen inside the patient. It was noted that the accessory was not inspected prior to use. The reducer was used for about two hours and then when the surgeon was putting in a gauze they noticed the piece fell inside the patient. The csr confirmed it was just one piece and that it was retrieved with a laparoscopic grasper. The reducer was accidentally disposed of by the site. No additional surgical procedures were required to remove the fragment and no post-operative test were conducted. The surgeon and csr stated they do not know why the fragment fell. The csr reported that the surgeon did not notice any issues with functionality during the case. Upon removing the reducer, the staff did not feel any resistance on the cannula and no damage to the cannula was observed. The patient had not returned to the hospital for any post-surgical compilations. The reducer is not available for return and analysis. No video/image was available for review. The procedure was completed robotically with no patient injury or harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in fields e4 and h10. On (B)(6) 2021, intuitive surgical, inc. (Isi) received medwatch (mw) 5102488 report stating: "during surgery 12-8 reducer tip came apart. Surgeon was able to remove the tip from the patient¿s chest and replace with new one. No harm to patient."

Manufacturer narrative:
Refer to the following fields for updated information: g3, g6, h2, h7, h9, and h10. This event was determined to be related to isifa2021-08-r.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.